Event description:
It was reported that the physician was having difficulty with their programming system. The company representative performed troubleshooting. After the serial cable was replaced, the communication issue immediately resolved. No patient's were harmed or adversely impacted. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.